Event description:
It was reported the catheter was placed into the patient's right internal jugular in itu. After approximately 48 hours of use, they found the tubing on one port was cracked/split and was leaking noradrenaline. As a result, the central venous catheter was removed and replaced for the patient. There was a delay in treatment, but no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).